Event description:
Patient was implanted with tibial nail and screws on an unknown date. Patient developed a delayed union on an unknown date and was not complaining about any pain. Patient was returned to the or on (B)(6) 2012, surgeon removed two interlocking screws to facilitate healing. Consultant noted that this was the standard practice for this surgeon. The nail, end cap and two other screws remain in the patient, 4mm diameter screws. Hospital will not provide any additional information. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.